Event description:
The customer reported that the mag field was out of tolerance.

Manufacturer narrative:
The ge service rep troubleshot the system and adjusted the image tube sizing and focus to be within specs. He also adjusted the collimator. The system is now within MFR specs.